Event description:
The customer reported to olympus the evis exera ii duodenovideoscope biliary plastic stent and the guide wire got stuck in the working channel of the duodenoscope. The reported issue occurred during an endoscopic retrograde cholangiopancreatography (ercp). The procedure was subsequently completed with a similar device. The device was inspected before the procedure and no problems had been noted. There was no patient/user harm or injury reported due to the event. Patient had general anesthesia which was prolonged just for a couple of minutes (just exchange of the device). Procedure was close to the end so no risk for the patient. No health hazards. No medical critical event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the clogged issue with the device was confirmed. It was observed that the biopsy channel was clogged by forceps and could not be removed even with force. During inspection it was also observed that the light guide lens and the charged coupled device (ccd) lens glue had discoloration. It was also observed the bending section glue had cracked and the connecting tube had a scratch. It was noted that the painting on the air, water and suction valve was peeling off. A cut was observed on the switchbox and the universal cord had a scratch. Lastly, the angulation of the insertion tube was observed to be lower than standard, and the angulation control knob was considered loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, although the cause of the event could not be determined, it is likely that the wire was caught in the forceps elevator or the k-mount. The root cause could not be identified. Olympus will continue to monitor field performance for this device.